Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user forgot to enter a meal announcement and subsequently experienced rising blood glucose while using the ilet, and the agent advised against a late meal announcement, noting the system would address the high glucose. Symptoms included no reported symptoms. Outcomes included no need for assistance and no medical intervention. Investigation included customer service troubleshooting and user education regarding missed meal announcements and the ilet¿s automated correction behavior. Investigation of this case revealed that hyperglycemia occurred following a missed meal announcement, consistent with expected device behavior when carbohydrate intake is not announced. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, caused the event.